Manufacturer narrative:
The insulin pump as received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Analysis was unable to verify for low battery, no delivery alarm and perform prime, the excessive no delivery and displacement test due to no button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 223 mg/dl at the time of incident. The customer stated that the insulin did not exit and alarmed no delivery during fixed prime. The customer stated that the insulin did exit during plunger push after reconnecting the tubing and reservoir. The customer stated that the insulin did exit but the insulin pump alarmed no delivery during manual prime. The customer stated that the no delivery alarm was resolved by a complete set change. The insulin pump will be returned for analysis.